Event description:
Caller reported a malfunction on the pump, specifically a malf 5 code, without any notable events occurring beforehand. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction injection using mdi (multiple daily injections) and did not require third-party assistance.